Event description:
Date: (B)(6)2009, inratio: 1.7, mds office: 2.3. Date: (B)(6), lab: 4.3. Customer had not changed diet or medications but is exercising more than before.

Manufacturer narrative:
Investigation pending.